Event description:
Additional information: patient symptoms were further described as "chills, shaking, spasms, shivering" four hours following the pump refill on the morning of (B)(6) 2011 as reported previously. The pump and catheter were replaced. Per reporter the catheter had punctures in it, "possibly due to being punctured by refill needle", the excess catheter "had possibly floated above pump and been punctured at refill".

Event description:
It was reported that within three (3) hours of having his pump refilled (B)(6) 2011, the patient did not feel well. The patient went to the emergency room. The reporter stated it 'seemed like' the patient experienced withdrawal. The reporter also stated that the patient got a strong "vibrating feeling" all around his abdomen before it 'spiked and went into excruciating burning pain down the legs, back or hip area from inside out'. The patient was not able to lie down; he had to stand, sit or move. The patient stated he had 'sticker burrs in his back that are super itchy' and numb fingers. The patient had his pump refilled every 5 weeks; no alarms had been heard. The patient's pump was interrogated on (B)(6) 2011 and was determined to be working. The patient was then transferred to a different hospital. Per the reporter, the patient was on intravenous medication and the hospital staff tried to keep the patient calm. On (B)(6) /2011, the hcp removed the medication and the pump was then refilled with the same exact medication and the pump was reprogrammed. There were no volume issues and no 'old drug' was left in catheter. The reporter stated that the patient was 'doing horrible'. An x-ray ruled out any catheter kinking and an MRI ruled out granuloma.

Manufacturer narrative:
The reporter also stated that on (B)(6) 2011, the pump dosage was reduced 40% and it was determined that the patient was not hyperaesthetic. The reporter also stated that the hcp had switched to a pharmacy 3-4 months ago. Per the reporter, the patient was scheduled for a dye study test on (B)(6) 2011. Pump replacement was discussed. The patient was reported to take the following medication: (1) oral baclofen 3 times a day (10 mg); (2) dilaudid every 2 hours (4 mg via IV); (3) ativan every 3 hours (1 mg via IV); (4) clonidine 3 times a day (0.1 mg oral); and (5) methadone 3 times a day (10 mg oral).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was also reported that the hcp had a hard time getting into the port at the refill on (B)(6) 2011. Within 3 hours of the refill the patient experienced weakness in his legs to the point where he felt like had heavy breathing and "almost like anxiety". The patient was in the emergency room for 4 hours and per the reporter it seemed like "withdrawal"; profuse sweating, chills, inability to stand and "crawling out of his skin with burning pain". It was also noted that the patient was itchy everywhere and "broke out" like right where the incision is where the catheter goes. The patient also had spasticity. It was reported that the drug did not go subcutaneously, the first thing they did was an ultrasound to check the pocket and the drug was pulled out of the reservoir. The patient was dismissed from the hospital on (B)(6) 2011 but the symptoms returned that afternoon and the patient was readmitted. It was reported that they tried to calm him down with a lot of dilaudid and toradal. They were using minimal amounts because they weren't the establishment that handles his pain pump. The pump and catheter were replaced (B)(6) 2011. It was reported that when the doctor went to remove the tip of the catheter from the spine, it didn't slide out easily. After surgery the doctor told them the tubing had been punctured through and through 2 times and it looked like there had been a residual puncture that had some medication around it. The patient wasn't getting drug due to these holes.

Event description:
Patient was seen at the office on (B)(6) 2011 and was doing a lot better.